Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and found the facility's drain hose to be out of the stand pipe. The drain hose and stand pipe are located in the cabinet below the system 1e. Following the steris service technician's inspection, user facility personnel fastened a bracket to their drain hose in the cabinet to ensure the drain hose and stand pipe were secured. The system 1e was returned to service and no additional issues have been reported.

Event description:
The user facility reported water to be leaking in a room below where their system 1e processor is located. No report of injury.